Manufacturer narrative:
(B)(4).

Event description:
It was reported undersensing of pvcs and declined r-wave sensing caused t-wave oversensing. This led to the patient receiving inappropriate antitachycardia pacing therapy. A programming change was made. The patient condition is good.